Event description:
It was initially reported that the patient had high impedance (output status - limit, impedance - high, dcdc - 7) at a recent appointment. They were not disabled at that time and there was no reported trauma or manipulation. X-rays were planed but have not been received by the manufacturer.

Event description:
Additional information was received that indicated that the patient had a dcdc = 7 and eos-yes. The physician was advised to have the patient disabled but chose to leave the patient on. The decision was made to re-evaluate over time and decide whether removal or battery change/revision is more appropriate. No surgery is planned at this time. X-rays were received by the manufacturer for review. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized that could explain the high impedance experienced by the patient. However an unpronounced lead discontinuity cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient's generator could not be interrogated after multiple attempts and is presumed to be eos, and not providing any therapy. At this time, the patient does not want a replacement as their seizures are controlled. No other relevant information has been received to date.